Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Friend is calling on behalf of customer, complaining his meter is reading lo. The customer's friend states the customer feels fatigued and requires no medical attention. The customer's expected blood results are 120-150mg/dl fasting. Verified the strips expired 7/31/2013. Customer confirms the strips have been stored in the kitchen. Reviewed meter memory: 1:lo (B)(6) 2015 08:30:00 am fasting:yes. 2:lo (B)(6) 2015 08:30:00 am fasting:yes. 3:130mg/dl (B)(6) 2015 08:30:00 am fasting:yes. 4:148mg/dl (B)(6) 2015 08:30:00 am fasting:yes. 5:136mg/dl (B)(6) 2015 08:30:00 am fasting:yes. Memory concerns:lo. No recent changes in diet or exercise. Customer suffered a stroke about 6 months ago and has been taking medications for it but mr. (B)(6) was not sure which ones he takes. Customer has been using expired strips, as well as stored supplies in the kitchen.